Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted incisional hernia ipom surgical procedure, the 8mm mega suturecut needle driver instrument's metal grip cable was frayed. No fragments fell into the patient. The procedure was completed with no reported injury.